Event description:
During routine testing of the device, the user found intermittent eod error on channel a. No other detail regarding the nature of the event were provided. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.